Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to the instrument could not be replicated or confirmed. The instrument underwent external and internal visual inspections; no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the manual articulation test. No recognition nor engagement-related issues were detected during the failure analysis. No logs available. Additionally, the instrument exhibits scratch marks/abrasions on the orange plastic and brown laser-marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratches marks measured roughly 3.5mm x 0.5mm. There may be missing material, but the size of the missing pieces cannot be confirmed. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the 8mm monopolar curved scissors instrument had a recognition issue. The customer reported event has no report of patient injury.